Event description:
Patient underwent hysteroscopic essure tubal sterilization procedure. Essure company representative was present for the procedure. A hysteroscope was inserted into the dilated cervix. Bilateral tubal ostia were visualized with the left noted to be enlarged and the right normal in appearance. The left tubal ostia was cannulated with the essure device with the coil visualized to be within the left tubal ostia and located in the left tube. Upon detachment under direct visualization, the left coil was noted to retract into the tube beyond the tubal ostia with no coils remaining within the uterus. The right tubal ostia was visualized, the essure introducer was placed into the tubal ostia and the introducer removed. The coil remained in the tubal ostia with two loops of coil remaining in the endometrial cavity. Attention was turned back to the left tubal ostia. A grasper was inserted and the ostia probed without visualization of the coil. The endometrial cavity was explored and there was no evidence of a coil. The essure micro-insert was felt to be within the tube on the left, given the direct visualization of the placement. A few months later, patient returned for a hysterosalpingogram. It revealed successful blockage of the right fallopian tube and a failed left essure tubal microinsert. A laparoscopic left tubal ligation with bipolar cautery was done less than a month later. There was no evidence of the essure device in the peritoneal cavity. An intraoperative x-ray of the pelvis showed the appearance of the essure device in the left tube.